Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/08/2014 with the following findings: during testing, the display was found to be dim. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked on the side of the threads and between the case seal and the grip pad. Also unrelated to the complaint, evaluation revealed that the returned battery cap threads were stripped and was not able to be secured to the pump. A test battery cap was able to be secured to the pump and was able to maintain an electrical connection with the pump. In addition to the unrelated issues, evaluation revealed that the audio bolus button cover and the white contact slug were missing/detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.